Event description:
Report received of a dopamine infiltration on a neonate. The baby was receiving dopamine into the right hand/wrist/forearm area at 1.7ml/hour (7mcg/kg/min), and it was noted that the site had infiltrated. According to the customer contact, the site required a regitine injection (dose unspecified), but no furher intervention. The baby was reported to be "okay" after this. There were no reported alarm alerts with the pump. Though requested, no further info was available.